Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for: pt. Info. Engineering eval completed on 30 may 2018. "Based on examination of the returned device, it was concluded that the failure mode is the same investigated in conjunction with CAPA(B)(4) [which is currently open]. This complaint is already included in that CAPA and the complaint will be closed without further investigation." (B)(4) and CAPA(B)(4). (B)(4) evaluation summary: the committee has determined that the operative technique will be updated, and a field notice will be sent to the agents and representatives notifying them of the update. A staged market withdrawal will be performed to remove the affected devices from the field. Health risk- low: up to (B)(6) 2018, the truliant instruments have been used in over (B)(6)surgeries,(B)(4). In these complaints, the broken screw was collected and not left in patient's wound. The screw is made of stainless steel and is radiopaque and is large enough to be detected. CAPA(B)(4) investigation: review of the complaint showed cap screw was loosened during surgery. Investigation revealed that the failure of the cap screw was directly related to inadequate welding between the cap screw and the washer subcomponent applied during manufacturing assembly. There was only a minimal spot weld applied which was vulnerable during impaction use. A review of print showed the weld requirement was called out as "tack weld", which was not specific enough and left room for interpretation. Root cause: welding requirement was not adequately specified. "Based on examination of the returned device, it was concluded that the failure mode is the same investigated in conjunction with CAPA(B)(4) [which is currently open]. This complaint is already included in that CAPA and the complaint will be closed without further investigation." (B)(4) and CAPA(B)(4). (B)(4) evaluation summary: the committee has determined that the operative technique will be updated, and a field notice will be sent to the agents and representatives notifying them of the update. A staged market withdrawal will be performed to remove the affected devices from the field. Health risk- low: up to (B)(6) 2018, the truliant instruments have been used in over (B)(6) surgeries, (B)(4). In these complaints, the broken screw was collected and not left in patient's wound. The screw is made of stainless steel and is radiopaque and is large enough to be detected. CAPA(B)(4) investigation: review of the complaint showed cap screw was loosened during surgery. Investigation revealed that the failure of the cap screw was directly related to inadequate welding between the cap screw and the washer subcomponent applied during manufacturing assembly. There was only a minimal spot weld applied which was vulnerable during impaction use. A review of print showed the weld requirement was called out as "tack weld", which was not specific enough and left room for interpretation. Root cause: welding requirement was not adequately specified. Exactech IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for total knee arthroplasty surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all exactech instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on a review of all available information, there is no evidence to reasonably suggest the reported event led to any patient impact. There is no indication that the screw fell into the surgical site.

Event description:
It was reported from the us that during an orthopedic knee revision surgery of competitor devices the surgeon experienced an issue with an instrument that broke in surgery. The little screw fell out of the femoral impactor head and the scrub tech kept it aside. After the instrument was washed, while trying to determine how the screw came out, the entire instrument fell apart in the representative's hand. There was no delay. The device was returned. The rep was present at the time of surgery. Inactive agency with no hospital/other contact information for the event. No additional information.